Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose, and she was treated with manual daily injections. The blood glucose reading at time of call was 299mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms during prime. Assisted the customer to run a fixed prime test and the insulin did exit. The high pressure test could not be performed as caller requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.